Event description:
The following has been reported: biomed reported: error message-needs service. A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned for av assembly failure. It was observed the outlet pin was recessed and stuck in. Upon investigation the fva housing had a defect that did not allow the outlet pin to fully spring out. No additional damage was identified.